Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad unresponsive and reservoir was unable to lock into place. The customer's blood glucose value was unknown. Customer states reservoir was not secure. Customer states insulin pump had scratches on display which affects readability. Customer reports battery life diminished, rejects new battery. Customer also states insulin pump was suspend when reservoir was low. Customer also reports button sticks. The insulin pump will not be returned for analysis.